Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that after aquablation therapy and during focal bladder neck cautery, the patient coded. The patient was resuscitated and transported to interventional radiology where unspecified medical intervention was performed. It was reported that the patient passed away the weekend after his aquablation therapy. The treating surgeon reported that the patient's cardiac arrest may have been related to unspecified pre-existing medical conditions. Procept has made multiple follow-up attempts to obtain additional details regarding the patient's death; however, to date, no additional details have been received. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR and instructions for use (IFU). A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 3. Contraindications: do not use the aquabeam robotic system in patients who do not meet the indication for the system¿s intended use. The root cause of the event was unable to be determined. It was reported that the patient passed away a few days post aquablation therapy. The treating surgeon confirmed that the patient had undisclosed pre-existing conditions that possibly attributed to the patient's death. The cause of death remains unknown as the treating surgeon did not provide any further details due to the sensitive nature of the event despite multiple attempts to obtain information such as cause of death and relationship to the device or procedure. Shall new information becomes available in the future, then further investigation will be conducted. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.